Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46440. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the downstream occlusion sensor. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.